Manufacturer narrative:
(B)(4).

Event description:
It was reported the warning signal was ignored by circulator and the surgeon. Normal saline deficit reached 2000 ml. The patient developed hyponeutrenia which resulted in an additional stay in the hospital.